Event description:
A discordant advia centaur xp troponin ultra result was obtained on a pt sample. The result was reported to the physician. The sample was retested and the corrected result was reported to the physician. There is no known pt intervention or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin ultra results was due to a crack in the wash manifold and a small leak in the luminometer of the base reagent. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.